Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that insulin pump got a broken force sensor detected during seating or regular delivery alarm. The display screen was frozen and the customer stated it to be the second occurrence of frozen display. The customer was unable to clear the pump error alarms and power loss alarms. The buttons were unresponsive at time of the event. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.